Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of a broken coupler. Additionally, a b30 communication error was displayed which was due to a fault cable unit. There was a missing washer and stopper on the device. The faulty parts were replaced to meet olympus functional standard. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed the reported issue occurred due to a broken cable and unable for the processor to properly recognize the camera head.

Event description:
A user facility reported to olympus that, the hd camera head had abnormal and broken coupler where it clips on. Upon inspection and testing of the returned device, b30 communication error was observed, and the coupler was removed from the device with abnormal connection to the scope. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.